Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: it was confirmed that the programmer display was unable to be calibrated. The touchscreen connection was cleaned and re-seated and touchscreen parameters were reset, allowing the touchscreen to be calibrated. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unable to be calibrated. The programmer was returned for service. There was no patient involvement.